Event description:
User received discrepant bun results for two different samples obtained on different days from the same pt. Sample type is serum. All initial and repeat bun results were accompanied by a greater than repeat data flag notifying the user, the result is over the repeat limit which is user definable. Initial result gave 88 mg per dl. The sample was auto rerun by the analyzer giving 162 mg per dl and this result was reported. The doctor questioned the result because it did not match previous results. The sample was repeated on another cobas 6000 c501 analyzer at customer site giving 88 mg per dl. The sample was auto reran by the analyzer giving 91 mg per dl. A second sample obtained from the pt on (B) (6) 2009 was tested initially giving bun result of 97 mg per dl. The sample was auto rerun by the analyzer giving 205 mg per dl. The sample was repeated on other c501 analyzer giving 99 mg per dl. User said the reported bun result of 162 mg per dl was believed to be erroneous and stated "no treatment was given based upon the discrepant bun result". A corrected report was issued for the sample from (B) (6) 2009 with a bun result of 91 mg per dl. No erroneous results were reported for the second sample obtained on (B) (6) 2009.

Manufacturer narrative:
The field service representative found a problem with the av2 assembly and replaced av2 assembly. He also adjusted gear pump, checked cleaning solutions, adjusted ise probe over reagent containers and measured air purge through system. All were okay. To verify analyzer performance, precision and controls were run and were okay.